Event description:
Report rec'd from the USA stating that during surgery the device was "getting really hot" then stopped working all together. The rptr cleaned and tested the device after surgery, and the device still would not work. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).